Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure monitor is not working. Patient involvement unknown.

Manufacturer narrative:
D9 - date returned to mfg 23-jan-2025. H3: one device was received for analysis. Service history review identified no similar events. The customer complaint was not confirmed as the device passed all performance verification tests (pvts). The root cause of the problem was undetermined. No action was taken to repair the device because the device was performing as designed.